Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing became disconnected from port 12 of the blood sampling valve (bsv). The fse reattached the tubing, resolving the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak by the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer while running startup. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.